Event description:
Pt implanted in 1999 in the upper vermilion border. Onset of infection during 1999, exact date unknown. Pt was treated with rocephin 10/26/1999, cipro, sporanox and rocephin 10/27/1999, rocephin 10/28/1999, cipro and sporanox on 11/02/1999. In 1999, the implant was explanted and the pt treated with antibiotics.